Event description:
On (B)(6) 2005, this pt was treated with four gore excluder aaa endoprostheses for an abdominal aortic aneurysm. A type ii endoleak was noted. In (B)(6) 2007, aneurysm growth due to the type ii endoleak was noted. Measurements are not available. On (B)(6) 2010, the pt underwent an explant of the endograft system. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.